Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown baclofen via an implantable pump. The indications for use was intractable spasticity. It was reported that for the last 2 refills, the healthcare provider has been extracting more than they are supposed to. Patient stated the first time this happened was on (B)(6), and the last refill was 10 ml when they were expecting 4 ml. Patient mentioned they have a pump refill tomorrow, and they will see how much is extracted again. The patient was redirected to their healthcare provider to further address the issue.